Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that while attempting vascular access for a percutaneous procedure, the introducer hub detached as it was being removed from the sheath. No patient injury to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and x-ray testing was performed. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and one similar complaints for this lot number was found. The device history record was reviewed, and no exception documents were found related to this failure mode. Corrective actions are in process.